Manufacturer narrative:
(B)(4). The field service representative (fsr) was dispatched to the customer facility. The customer demonstrated their setup, with tubing in place they could not duplicate the issue. The fsr could not find any issues with the roller pump or its tubing clamp. The fsr replaced the tubing clamp as a precaution. The roller pump performed to manufacturers specifications and was returned to clinical use. The suspect tube clamp was returned to the manufacturer for further evaluation. Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the tubing is pulled into the raceway and bunches up when running the roller pump. The customer is using two 1/4 inch tubes on this pump. They could not recall which tubing was being pulled in upper or lower or both. The customer put tape on the tubing outside of the tube clamp to keep the tubing in place. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
During laboratory evaluation, the reported issue was not duplicated. The tube clamp operated normally throughout evaluation. Tubing remained secure in tube clamp. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Per clinical risk review on 10-oct-2016. This roller pump had 2 - 1/4" segments of tubing. This would mean this pump is most likely being used as a sucker pump. A broken tube clamp could allow tubing to be drawn into the pump and this tubing could "bunch up" in the pump race. This would most likely lead to under speed or pump jam.